Event description:
Coiling treatment of a pcom aneurysm. It was reported that the coil could not be detached. Upon removal, the coil detached inside the catheter. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.